Event description:
Boston scientific received information that this device was emitting tones. Upon interrogation it was noted that the device detected a single low pacing impedance measurement on the right ventricular (rv) lead. All other measurements were within normal limits. Attempts to invoke noise were unsuccessful. No intervention is planned and the patient will be monitored. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the device has recorded additional low impedance measurements. A chest x-ray was unremarkable. The beep tones were disabled and the patient will continued to be monitored.

Manufacturer narrative:
(B)(4).